Event description:
It was reported that during implant the implantable cardioverter defibrillator was not able to be interrogated. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed the complaint on unable to interrogate. It was found to be caused by a crc error. No further anomalies were found.